Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.